Event description:
Additional information was received that provocative testing was performed and the noise was not reproducible.

Event description:
During a remote follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.